Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history did not reveal any signs that loss of cartridge detection had occurred. However, the loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and partially dislodged force sensor pins. In addition, the force sensor was found to be out of calibration.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step of routine cartridge replacements. The pt reported he was always disconnected from the pump during these episodes. A family member reported that insulin pushed out of the cartridge during the load cartridge step with the last two to three cartridge changes. He said that he stopped the loading action when he saw insulin coming out of the tubing before all of the insulin was wasted. The pt and the family member reported correct cartridge preparation and storage.